Event description:
It was reported that the right ventricular (rv) lead was surgically explanted due to pericardial effusion. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Pericardial effusion cannot be confirmed by product analysis. Microscopic inspections of the terminal pin assembly and electrode body found blood and body fluid in the helix housing and noted cuts in insulation which is likely an explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was surgically explanted due to pericardial effusion. A new lead was implanted. No additional adverse patient effects were reported.